Manufacturer narrative:
B3 date of event: 01/01/2025 used as approximate date as actual date is unknown. E1 initial reporter first name: (B)(6).

Event description:
It was reported that a patient death occurred. A wolverine cutting balloon was selected for treatment of the target lesion. After use of the device, the patient experienced acute thrombosis and myocardial infarction. It was also reported that the patient died following these events. Tomasello, s. D., rochira, c., mazzapicchi, a., legnazzi, m., azzarelli, s. A., di giorgio, a., scardaci, f., monaco, s., argentino, v., motta, s., sacchetta, g., barrano, g., ruscica, g., sole, a., mazzone, p., saia, f., amico, f., and contarini, m. (2025). Clinical outcomes of percutaneous coronary intervention using excimer laser coronary atherectomy for complex coronary lesions: the accelerate registry. Catheterization and cardiovascular interventions, 106(11), 1630 to1638. Https://doi.org/10.1002/ccd.31739.